Event description:
It was reported that the patient was asymptomatic but dependent on the device for normal function. It was noted that oversensing due to noise was observed on the right ventricular lead. The right ventricular lead was explanted and replaced. The patient was stable following the procedure.

Manufacturer narrative:
A partial lead measuring 40.6 cm/41.7 cm. (Outer insulation/inner and outer coil) was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.